Manufacturer narrative:
Investigation summary: bd received 5 samples for investigation. The 5 returned samples along with 20 retention samples from bd inventory were evaluated by functional draw testing and the indicated failure mode for underfill with the incident lot was not observed as all product specifications were met. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® lh pst¿ ii plus blood collection tubes there was under-fill or low draw of a tube with blood. This event occurred 10 times. The following information was provided by the initial reporter. The customer stated: "phlebotomists reported tubes were often not filling well or not filling to the fill line despite the venipuncture not being a difficult bleed."